Event description:
A customer reported an issue concerning their blood glucose management device. The customer's blood glucose level was recorded at 40 mg/dl due to the issue. As a corrective measure, the customer consumed carbohydrates and did not require third-party assistance. The customer did not lose consciousness and sustained no injuries. Technical support assisted the customer in updating basal rate and carbohydrate ratio settings and advised consulting with a healthcare provider for future updates. No impact on insulin delivery was anticipated, though incorrect date settings could affect reports.